Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction and ischemia are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that one day post xience v stenting in the left anterior descending coronary artery, the patient experienced elevated cardiac enzymes and was diagnosed with peri-procedural, non q-wave myocardial infarction caused by the target vessel. The patient's condition stabilized on (B)(6) 2008 and the patient was discharged two days after the procedure. There was no additional information provided.